Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was not loaded properly and the trailing haptic tore off when injecting the lens. The incision was enlarged to remove the lens. Another lens of the same model was implanted successfully. Patient's prognosis is good. The lens that was used during this event is reported under 2031924-2014-00325.